Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced "tired" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11, 224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of esa (early sensor attenuation). No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced "tired" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of esa (early sensor attenuation). No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced "tired" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.